Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/10/2018 that on (B)(6) 2018 the patient was experiencing connection issues for a week. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the connection issues could not be determined. A root cause could not be determined.